Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed no evidence of unusual fluctuation in voltage. During testing, the pump powered on with vibratory alerts and audible tones. The rewind, load, and prime sequence was completed successfully with no issues. Current draws measured within specifications. No overheating was duplicated. The pump case was removed and no evidence of loose components or moisture ingress was found.